Event description:
Caller states the patient tested 2.8 inr on the coaguchek xs system before 11 am. Caller states that the patient showed signs of a stroke, as she was drooping and falling out, and also that the patient was vomiting blood. The patient was picked up by an ambulance, taken to the hospital and admitted to the hospital where a result of 9.0 inr was obtained on the lab system at 3:30. Caller states the patient was admitted to the hospital with a stroke and gastrointestinal bleeding. The patient had taken her 5 mg of coumadin the day before as she normally would. No other actions were reported taken or treatment received. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.